Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent or instrument performance issue. The user manually diluted the sample 1:2 and 1:5. Per product labeling, "the recommended dilution is 1:100 (either automatically by the analyzer or manually)." From the provided information, the affected sample was programmed for testing on the analyzer at 9:20:51 a.m. On (B)(6) 2024 and the initial results were sent to the customer's host system at 06:21:10 p.m. On (B)(6) 2024. Per product labeling, serum is stable < 8 hours at 20 - 25 degrees c, 6 days at 2 - 8 degrees c, or 3 months at - 20 (+ or - 5) degrees c. The investigation could not identify a product problem. The issue is consistent with a sample specific issue.

Manufacturer narrative:
The serial number of the first e801 analyzer was (B)(6) . The serial number of the second e801 analyzer was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with elecsys anti-hbs on two cobas e 801 analytical unit analyzers. All values > 11.5 iu/l indicate a positive value. The sample initially resulted in an anti-hbs value of > 1000 iu/l with a data flag. The sample was automatically repeated by the analyzer at a 1:100 dilution, resulting in an anti-hbs value of < 350 iu/l with a data flag. The customer manually diluted the sample 1:2 and repeated it, resulting in a raw value of 871 iu/l, which calculates to a final anti-hbs value of 1742 iu/l when accounting for the dilution factor. The customer manually diluted the sample 1:5 and repeated it, resulting in a raw value of 271 iu/l, which calculates to a final anti-hbs value of 1355 iu/l when accounting for the dilution factor. The sample was repeated without dilution, resulting in an anti-hbs value of 1000 iu/l with a data flag. The sample was repeated twice on (B)(6) 2024, resulting in values of 1000 iu/l with a data flag and < 350 iu/l with a data flag. The sample was repeated on a second e801 analyzer and the same results were measured. No specific values were provided. The customer sent the sample out to another site for testing with an unknown method and the anti-hbs result was non-reactive.